Event description:
45 white load misfired after loaded correctly. White load snapped and loaded into the stapler normally. Load and stapler inspected by surgeon prior to entering the port. Stapler opened & closed around tissue. Surgeon released the safety and pulled the trigger, stapler sounded and released the staples for about half the load, then stopped and locked up the stapler. Surgeon reversed stapler to open stapler. Tried the white load again - could use the handle and trigger, but load would not fire. Reversed and opened stapler - removed the misfired white load. Placed new white load and the stapler worked normal & released the new white load.